Manufacturer narrative:
The investigation for the reported delivery issues has been completed. However, clinical information was sufficient to determine the root cause. The impella device was not returned for evaluation. The root cause of the delivery issue was due to patient condition. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported an 67-year-old female was implanted with an impella cp. The complainant reported that the impella cp implantation was aborted due to the patient¿s anatomy. The device was unable to pass through femoral artery.